Event description:
On 9/26/23, a clinical diabetes specialist (cds) reported that an ilet patient contacted her about a severe hypoglycemia event. The patient started on the ilet on (B)(6) 2023. The patient called the cds on (B)(6) 2023 and reported the severe hypoglycemia event occurred on the evening on (B)(6) 2023 into the morning on (B)(6) 2023. The patient was on a cruise at the time of the event. At the time of the call, the cds was unclear if the patient experienced loss of consciousness or seizure. All the patient would say was her husband took care of it, treated it, and her blood glucose improved. The patient stated no glucagon was given. The patient reported when she woke up the next day, she could tell she had a "bad" low overnight. That is when her husband told her about the low blood glucose event. The patient reported her blood glucose was 118 mg/dl when she went to sleep and then the low event occurred overnight. On (B)(6) 2023, (B)(6) care confirmed with the patient that she did have a seizure during her hypoglycemic event. The patient stated her husband woke up to her having a seizure. He was able to grab a can of ginger ale and got the patient to drink it to bring her blood sugar back up. The husband stayed up until the patient's blood sugars were back in range. The patient did not know her exact blood sugars from the low. Her dexcom continuous glucose monitor just read low. The patient continued to wear the ilet for the rest of the cruise. The patient did not remember the event but was told this information by her husband. The patient stated no emergency medical services (ems) were called. The patient stated she eats keto and low carbohydrates most of the time. A usual meal for her is around 30g of carbohydrates or less, but she was eating very differently on the cruise. On (B)(6) 2023, the (B)(6) and the patient reset the ilet and set the patient at a higher blood glucose target level. The patient will not do a meal bolus for anything less than 30g. The patient will meal bolus if her meal is 30g or more but will have low glucose treatment readily available in case she does go low. The (B)(6) stated review of the ilet data since the reset looks really good with minimal lows. The patient is not announcing many meals boluses yet. The patient is happy with the ilet reset and the cds will continue to touch base with the patient daily for the next week.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.